Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a meal with more carbohydrates than were consumed, leading to a low blood glucose of 40 mg/dl for approximately 30 minutes; the event involved troubleshooting and education on meal announcements and incorrect meal size, with no device alerts or alarms reported and treatment with oral glucose. Symptoms included hypoglycemia without loss of consciousness or other reported acute effects. Outcomes included the need for self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included user interview, review of use history, and assessment for use error. Investigation of this case revealed user-related use error associated with incorrect carbohydrate announcement. It was concluded that the device functioned as designed and that the event was attributable to user use error related to meal announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.